Manufacturer narrative:
.

Event description:
The patient reported his pump began alarming and he is experiencing signs and symptoms of withdrawal. The patient has not been able to contact an hcp to refill his pump. The medtronic representative offered names of physicians the patient could see; the patient will continue to search for an hcp. The medtronic representative left a message with the patient inquiring whether he has found a follow-up hcp; however, there has been no response from the patient. The drug contained in the pump is unknown. Add'l info has been requested, but was not available at the time of this report.